Manufacturer narrative:
Date of event: date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer medication would not push through. The customer reported "needle clog" for bd pen needles from lot# 1314112, cat# 320122. During investigation of the sample received it was observed that the samples received were from lot# 1350731, cat# 320550.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer medication would not push through. The customer reported "needle clog" for bd pen needles from lot# 1314112, cat# 320122. During investigation of the sample received it was observed that the samples received were from lot# 1350731, cat# 320550.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary customer returned (2) unopened 32gx4mm bd pen needles from lot# 1350731. The customer reported that medication would not push through. The samples were examined, then tested for flow using a test pen injector. Both pen needles were able to expel properly, and no evidence of manufacturing defect was observed. The alleged issue could not be confirmed based on the samples returned for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.